Event description:
It was reported that inaccurate markers appeared on a carelink report. If the report would have been generated in a different format these markers would show accurately. Carelink support will work to resolve this known issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Event description:
It was reported that inaccurate markers appeared on a carelink report. If the report is generated in a different format these markers will show accurately. Carelink support will work to resolve this known issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.